Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 441mg/dl. The customer most current level was 394mg/dl. The customer states their levels had gone over 500mg/dl. The customer treated with manual injection. Troubleshooting was conducted. The customer was advised the pump would be replaced and returned for analysis.